Manufacturer narrative:
Results of investigation: an unknown polarstem was reported due taper corrosion which led to revision surgery with a cocr head. The complaint device, used in treatment, was not returned for investigation. The complaint history review and production documentation review could not performed since the batch number of the complaint device is unclear. The risk management review could verify the severity and expected occurrence of the reported issue. The device labeling was reviewed. For the medical investigation, no patient specific information has been provided to support the complaint. Without supporting clinical documents, the medical investigation cannot be performed. Based on the conducted complaint investigation, the root cause could not be determined conclusively. The complaint will be reopened if additional information will become available. Smith+nephew will continue to monitor for similar issues.

Event description:
It was reported that a revision surgery of polar stem with cocr heads was performed due to taper corrosion.